Manufacturer narrative:
Background information: sunrise medical, as a practice, reports all end-user pressure sores that break through the skin (stage 2 and above) as a "serious injury" because this level of injury typically requires intervention to ensure they do not progress. Discussion: root cause: internal seal failure: the internal seal (lies between fluid chambers in the cushion) appears to have ruptured. Therefore, the internal fluid migrated from the right chamber into the other chambers of the wheelchair cushion that resulted in insufficient fluid under the right ischial tuberosity and may have caused or contributed to the reported pressure sores. Due to the severe nature of the reported injury (requiring medical intervention), this is a reportable event. Conclusion: due to the allegation of an internal seal failure, there is a possibility that this device did not perform as intended; accordingly, this is classified as a malfunction. Therefore, this report is being filed as sunrise medical understands this meets the criteria defined in 21 cfr 803.50(a) for manufacturer reporting requirements.

Event description:
The dealer reports, after talking with the end user, that the fluid on the right side of the cushion's bladder appears to be migrating out of position and is asserted to have contributed to three pressure sores developing over the right ischial tuberosity. While the end user reported to the dealer that they are seeking medical treatment, the details of this medical treatment was not detailed. The cushion is approximately 5 months of age at the time of the reported incident.